Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited intermittent ventricular undersensing from r-wave variability. Programming changes were made. The patient was stable after the event.